Event description:
A malfunction alarm was reported, identified by the code malf 0. The customer's blood glucose level was reported as 13 mmol/l. Technical support assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue happened again, which they acknowledged and understood.